Event description:
It was reported the patient experienced an increase of seizure due to the reported infection.

Manufacturer narrative:
The information was inadvertently left off of the initial MFR report.

Event description:
It was reported the patient experienced an increase of seizure due to the reported infection.